Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: jul 31, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the smartload was received with the lens inside the lens module and with no viscoelastic residue in the cartridge; the smartload was unused. No issues were identified with the smartload. Cracks were observed on the plastic smartload tray/holder. Customer photographs were evaluated. The photographs displayed the suspect smartload in the plastic tray/holder. The tray was observed to be cracked. The complaint issue "packaging issues" was identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Adding code below to reflect packing issue with the device component: section h6 - component codes: 4747 - packaging all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - no patient contact with the device. Section d6b - explant date: n/a - no patient contact with the device. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was found on the cartridge holder/ box of a preloaded intraocular lens (iol). The device was not used on a patient. No further detail was provided.